Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock lead impedance (sli) over the past year. Although the impedance remained within functional range, a recent device transmission flagged the sli as out of range, prompting further evaluation. Potential causes such as tissue growth or calcification were discussed. The case is currently under physician review to determine the appropriate next steps. No adverse patient effects have been reported to date. This lead remains in service.